Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with the insulin pump. The insulin pump kept alarming a meter blood glucose now. When they put their blood glucose number in, it doesn't come up to update the system. The customer was advised that they could not calibrate because of their high blood glucose. The customer's blood glucose level was 426 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer had treated their high blood glucose with the insulin pump. The device will not return for analysis.